Manufacturer narrative:
A possible root cause was determined. A damaged pressure regulator could lead to a loss of vacuum/pressure in the fluidics system which could result in probe drip. Replacement of the pressure regulator and appropriate adjustments has returned the instrument to expected operations. This customer has not logged any complaints against this analyzer since this incident.

Event description:
The customer reported that the probe on the ortho provue analyzer dripped fluid. Information was not provided regarding test performed, possible error codes/result condition codes posted as a result of this incident. Probe drip may lead to dilution of sample/reagent, carry over and /or cross contamination and erroneous results which could lead to transfusion of incompatible blood. Carryover, cross contamination or erroneous test results were not reported as a result of this incident.